Event description:
During an in-clinic follow-up, a loss of capture was observed on the right ventricular channel. The pacemaker dependent patient did not experience any adverse consequences due to the event. The device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.